Event description:
A patient reported experiencing inaccurate high results with a surestep meter. The patient's blood glucose results were 152 mg/dl vs lab result of 118 mg/dl. Tests were done within 5 minutes with difference of 29%. Patient did not experience any adverse events. No further information has been reported.